Event description:
It was reported that during .. "Bio avs unilif inserter. The bio unilif bone was being placed into interbody space and upon impaction the wing of the holder broke. The piece that broke was removed and the bone was positioned into space with secondary tamp impactor."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: complaint history review, risk assessment. Results: the customer event of the tip fracture of a unilif bone inserter was confirmed via visual inspection. The IFU states that ¿the life of the instrument depends on the number of times they are used as well as the precautions taken in handling, cleaning and storage. Great care must be taken of the instruments to ensure that they remain in good working order. Instruments should be examined for wear or damage by doctors and staff in operating centers prior to surgery." The most likely cause of this tip fracture is likely due to the age of the product. Instruments that have been in the field for several years are likely to experiences stress and fatigue over time. Also, any excessive force applied by the surgeon may have aggravated the fatigue and could have caused the fracture. Conclusion: the root cause of the fracture is likely multifactorial.

Event description:
It was reported that during .. "Bio avs unilif inserter. The bio unilif bone was being placed into interbody space and upon impaction the wing of the holder broke. The piece that broke was removed and the bone was positioned into space with secondary tamp impactor."